Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. The lead was partially explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the connector pin with a stylet inserted measuring 71.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.